Event description:
It was reported that the lead dislodged within one day of implant. Repositioning was attempted however, the screw mechanism (helix) did not work properly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. It was noted that the helix of the lead had an out of specification analysis result for extension/retraction due to blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.